Event description:
It was reported that this pacemaker exhibited oversensing of noise in the bipolar sensing configuration on both the right atrial (ra) and right ventricular (rv) channels. Pacing inhibition was observed on the rv rate/sense channel. Boston scientific technical services provided troubleshooting options. Testing of the system and provocative maneuvers were unable to reproduce any noise. The pacemaker remains in service. No adverse patient effects were reported.